Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during initial drain of peritoneal dialysis therapy. It was further reported that the cassette line and bag were connected, but did not "fuse" properly. Renal therapy services (rts) assisted in ending therapy and advised to contact their nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.